Event description:
Device analysis found that the polyethylene (pet) junction was broken. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Visual inspection identified small blood matter in the distal end of the introducer sheath suggestive that insufficient flush had been maintained. However, there was only a small amount of blood and this could have been due to back flow during removal of the device. The proximal end of the main coil was protruding from the proximal end of the introducer sheath. The pusher wire was kinked 9cm from the distal end. The proximal end the coil was extensively stretched and the mid to distal end was kinked. Microscope analysis of the coil revealed that the pet junction was broken. The inner coil was still present on the distal end of the pusher wire indicating that the coil had not detached by electrolysis as the detachment zone is intact. It is likely that the coil stretched as it was attempted to withdraw the device and it is probable that the device broke at the pet junction due to excessive force applied to the device in the attempt to remove it. Therefore, a root cause of operational context will be assigned to this investigation.